Manufacturer narrative:
The customer¿s reported complaint of the helicoil coming out of the pole clamp was confirmed on the pcu pole clamp returned for this investigation. The helicoil in the customer¿s pole clamp assembly was identified damaged, disengaged from the pole clamp hole. Component date code is not engraved or stamped on pole clamp assembly to determine if the damaged part was built before or after current CAPA (scar 17-i008) was initiated. Previous supplier CAPA (scar 14-i005) investigation has identified related issues caused by the improper assembly of the helicoil being installed too deep (greater than 0.060¿). A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference:(B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported that the bushing that screws into the pcu pole clamp bracket has come out of the bracket. There was no patient involvement.

Event description:
The customer reported that the bushing that screws into the pcu pole clamp bracket has come out of the bracket. There was no patient involvement.

Manufacturer narrative:
The customer¿s reported complaint of the helicoil coming out of the pole clamp was confirmed on the pcu pole clamp returned for this investigation. The helicoil in the customer¿s pole clamp assembly was identified damaged, disengaged from the pole clamp hole. Component date code is not engraved or stamped on pole clamp assembly to determine if the damaged part was built before or after current CAPA (scar 17-i008) was initiated. Previous supplier CAPA (scar 14-i005) investigation has identified related issues caused by the improper assembly of the helicoil being installed too deep (greater than 0.060¿). A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. CAPA reference:ca-2018-0171. The customer stated that there was no patient involvement.